Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff pressure dropped to zero and it was noted that the cuff on the endotracheal tube was blown. The customer reported that the patient was re-intubated.